Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there were multiple drawers failed on the station. A field service engineer reseated cables and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system had multiple failed drawers, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.